Event description:
It was reported that the patient presented to the emergency room (ER) due to a perceived shock by their subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative contacted boston scientific technical services (ts), and ts informed that the patient did not receive a shock. Ts noted electrode impedance had a measurement of less than 30 ohms recorded. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was in the emergency room (ER) and received 100 shocks. Ts was contacted and discussed magnet placement with the health care professional (hcp). The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating that the health care professional (hcp) had trouble interrogating the s-ICD. Ts was contacted, and ts explained that the hcp was using a consult device which does not have the ability to interrogate the s-ICD. Ts contacted the field representative to aid in interrogation. The patient was in the ER, and hcp reported the patient had coded multiple times. The s-ICD had been delivering defibrillation therapy every thirty seconds for the last half-hour. The field representative eventually arrived and programmed the s-ICD off. The patient was tensing up and expressing pain intermittently as if being defibrillated, even after defibrillation was programmed off. It was noted the s-ICD system has exhibited low shock impedance measurements of less than 30 ohms, with the shock impedance measurements being 35 ohms at the time of this event. X-ray imaging was performed, and electrode migration was noted with at least six centimeters of electrode having moved underneath the s-ICD. The s-ICD system remains in service. No additional adverse patient effects were reported.